Manufacturer narrative:
Event date: unspecified date in (B)(6) 2018. The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponges of six (6) minicaps were fully separated from the caps. This was discovered before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Six samples were received for evaluation with the aluminum foil peeled. The evaluation has been completed. A visual inspection performed with the naked eye verified that the sponges were found fully separated from the caps. The reported issue was verified. The direct cause of the event was determined to be mishandling during distribution. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.